Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot or part number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been no further complaints reported with this issue (overheating) in the past four years. A thorough investigation was carried out on the returned device. An initial visual inspection confirmed that the tubing was discoloured. The pump was disassembled and each component was inspected. All other components appeared clean and had not discoloured. Data extracted from the device showed the pump performed without error and no abnormalities were identified. An evaluation of the discoloured tubing was carried out. This indicated that the discolouration was present throughout the tubing (and not limited to the internal or external surfaces). The pattern of discolouration suggests that the tubing was coiled when the discolouration effect occurred. A sample of the tubing used in this product was heated to 100°c for 10 days. It was found that this sample turned orange but not as dark as the complaint sample. As the wear time for the device is 7 days and it is unlikely that the device would have been exposed to such high temperatures, it was determined that it is unlikely that the discolouration was due to overheating. Based on the investigation findings, the most probable root cause of the tubing discolouration was determined as a chemical reaction caused by light (such as uv light). No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the patient went to control of a wound treated with pico 7, the nurse observes that the pico hose is dark coloured in about half of the hose up against the pump. The patient has worn the pico 7 pump on his stomach and has noticed that the pico 7 pump was hot. There were no delays and a back up was available to continue therapy.